Event description:
(B)(4). Severe cramping, joint pain,excessive weight gain, depression, cracked teeth, extreme lower back pain, heavy bleeding during menstrual cycle, irritable, gastroesophageal problems. (B)(6) paid for procedure.